Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation, olympus confirmed the biopsy channel was leaking while the user was handling the device, and water invaded the device. Due to the water invasion, it is likely that an abnormality of electronic parts occurred which led to the malfunction. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a no image issue while using the bronchovideoscope. There was no delay, injury, or death and patient was not under anesthesia. There was no patient harm associated with the event.

Event description:
The customer reported issue was found before a diagnostic bronchoscopy, and the procedure was completed using a different bronchovideoscope (bf-xp290/2010868).

Manufacturer narrative:
This report is being supplemented to provide additional information, and the legal manufacturer's investigation results. B5 and b7 has been updated. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the image issue was most likely caused by a connector malfunction. However, the root cause of the malfunction could not be specified. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: important information ¿ please read before use: precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.". Olympus will continue to monitor field performance for this device.